Manufacturer narrative:
H3: analysis of the [recharger], model [97755], s/n [(B)(6)], revealed : electrical failure. No device found message. No anomalies were visually observed. H6 : code updated h7, h9: updated medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Section d information references the main component of the system. Other relevant device(s) are: product ID: 97755, serial/lot #: (B)(6), UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that patient had been having trouble charging the implant for 3-4 months. If patient moved when charging, patient would lose connection. Patient would readjust the paddle and it would pick up and go again. Yesterday it almost refused to charge and it did not matter if patient moved the device around or not. Patient kept getting recharging needs attention and code rm03 message about 4 times. The only way to clear the message was to reset the controller. It would give patient another 10-20% charge and then give rm03 again. Patient did that about four times before patient finally got a full charge in their back. Patient told the representative about the issue. Pt also noticed right where the wire goes into the paddle, it got very hot by the paddle. It was not enough to burn but patient could feel the heat when patient touched it. A replacement recharger telemetry module (rtm) was sent out.